Event description:
The manufacturer received information alleging a ventilator¿s tidal volume was displayed low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning and software was uploaded.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s tidal volume was displayed low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning and software was uploaded. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.